Event description:
Scan was not saved by computer. All images were not stored by the computer. Patient had to have additional scanning done. No additional contrast was used - exam completed and reported by radiologist - clinical engineering was notified of incident.what was the original intended procedure?scan.device #1is this a laboratory device or laboratory test?no.